Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the seal broke during initial insertion and removal of the obturator. The frayed seal was noticed immediately and the trocar was replaced to resolve the issue. There was no patient injury.